Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The device communication with test glucose meter was not verified due to unresponsive buttons. The device was received with cracked case at display window corners. The device had minor scratched lcd window. No belt clip assembly received with the device, and was unable to verify belt clip anomaly.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 313 mg/dl. The customer stated that the belt clip had broken, so she kept the insulin pump in her bra as a result. She stated that the device may have been bumped but she was unsure. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.